Manufacturer narrative:
Findings: pump passed the rewind, basic occlusion, prime and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery and alarm confirmed in the history file. The motor tested outside to the pump device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit had cracked reservoir tube window, reservoir tube, case window display corner, scratched lcd window and case.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 163 mg/dl. The device was returned for analysis.